Event description:
Oh my. I didn't see this box. I put my comments in the additional comments section. Had spinal cord stimulator removed after 5 weeks. I woke up from surgery in horrendous pain. Even now my pain is horrible where the paddle was and it comes all around to my ribs. I can no longer function. The scar tissue where the battery was hits a nerve when I move. I had to beg the dr to take it out. I knew something was wrong as soon as I woke up in so much pain. This is supposed to be your last resort for pain management. Instead I'm in 100 xs more pain. I wish that the FDA would go back and look at all the people that these devices have permanently disabled and the ones it didn't help. Yes there are those it did help. We trust you to protect us and it's not getting done. Please investigate these devices and how they are hurting people. Some have even been paralyzed. Mine was a medtronic. FDA safety report ID# (B)(4).